Event description:
React health received a complaint from a durable medical equipment provider stating a device's humidifier heater gets so hot that the water bubbles and burned the patient's hand. The patient did not seek medical attention. The device has been received by the importer. Manufacturer has not taken possession of the device.